Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that the battery last only 3 years and wasn't working as well before it had to get replaced. The settings were lowered to where she had some control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.